Event description:
The outer trocar from the bonopty coaxial system fractured and could not be removed from the tibia. Currently, there is a 7-8 mm long fragment of needle within the cortex, over the expected region of the nidus. This extends slightly superficial to the outer cortex by a millimeter. There are two tiny fragments of metal adjacent to the outer superficial aspect of the needle, one of which may be within the cortex and the other in the soft tissues. There are no fractures.